Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states product. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during an interventional procedure, the physician had difficulty engaging the ostium of the target vessel with the radiguide 6 fr al1st guiding catheter. The target lesion for the procedure was the proximal right coronary artery (rca). The lesion was reported to be: de novo, moderately calcified/tortuous, and a 75% stenosis. The lesion was pre-dilated with a ryujin 2.5 x 15 mm balloon. A cypher 2.5 x 13 mm stent was inserted into the guiding catheter and when it reached the tip, the guiding catheter disengaged from the ostium. The stent delivery system (sds) was removed and the guiding catheter re-engaged. The physician inspected the device and the stent was noted to be missing. Coronary angiography was done and the dislodged stent was observed to be at the proximal section of the tip of the guiding catheter. The guiding catheter with the dislodged stent was successfully removed from the pt. The guiding catheter was changed to a brite tip and a taxus stent was implanted at the target lesion. The physician attributed the dislodgement as occurring when the guiding catheter became disengaged. There was no reported resistance/friction or other problem encountered while advancing the device in the guiding catheter. The product was inspected prior to use and appeared to be normal. The product was prepped properly with no reported problem. There was no reported pt injury.